Event description:
The customer alleged that his contour meter was reading erratically. He gave examples of readings such as 31, 24 and 91 mg/dl. He took insulin after receiving the readings and passed out. Paramedics were called and the customer was taken to the hospital. No other information was provided about the event. The customer did not have any test strips left, so no product will be returned. Replacement test strips and a new meter were sent to the customer.